Event description:
Information received from the article: ding d, starke rm, durst cr, et al. Dynact imaging for intraprocedural evaluation of flow-diverting stent apposition during endovascular treatment of intracranial aneurysms. J. Clin. Neurosci. 21 (2014) 1981¿1983. Treatment of a large wide necked aneurysm measuring approximately 11mm x 7.5mm located in the cavernous segment of he left ica (internal carotid artery). The patient was pre-medicated with aspirin 325mg and clopidogrel 75mg, daily for 7 days prior to procedure. The patient underwent pipeline embolization treatment with 4.75mm x 20mm pipeline. Intra-procedural dynact scan performed after pipeline deployment demonstrated incomplete wall apposition to the parent vessel (described as a minor mal-apposition by the author). Balloon angioplasty (an option presented in the instructions for use, us) was performed to improve apposition and there were no procedural or clinical complications. The patient remained neurologically stable following the pipeline procedure and was discharged after one day. At 6 month follow-up, the aneurysm had significantly reduced in size on angiography with arterial filling of only the posterior-inferior portion of the sac, and the patient did not have evidence of clinical complications.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported.the device has not been returned for evaluation; therefore, the event cause could not be determined.(B)(4).